Manufacturer narrative:
Device investigation details: the customer provided a picture of the complaint device to aid in the evaluation. An evaluation was completed following biosense webster's procedures. According to the picture provided by the customer, the brim cap was noted to be detached from the rest of the device, and the hemostatic valve was observed inside the brim cap, however, no damages were observed on the hemostatic valve. This issue could be related to the incorrect insertion of the dilator into the sheath causing the detachment of the brim cap during the removal of the soundstar catheter; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed based on the picture received. The device has not been returned for analysis and cannot be assigned a root cause based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Investigation findings code of appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detachment occurred. A brocken brough was performed by inserting a dilator, a guide wire, a soundstar catheter, etc. Into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Then the orange plastic part that held the hemostatic valve in place damaged (cracked) so it was judged impossible to continue with this sheath. This occurred when they switching from soundstar catheter to the thermocool® smart touch® sf (stsf) catheter. They finished by replacing the sheath. The procedure was completed without patient's consequence.

Manufacturer narrative:
On 31-aug-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detachment occurred. A brocken brough was performed by inserting a dilator, a guide wire, a soundstar catheter, etc. Into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Then the orange plastic part that held the hemostatic valve in place damaged (cracked) so it was judged impossible to continue with this sheath. This occurred when they switching from soundstar catheter to the thermocool® smart touch® sf (stsf) catheter. They finished by replacing the sheath. The procedure was completed without patient's consequence. On 16-sep-2022, additional information information was received indicating the hemostatic valve was not detached from the brim cap upon cap breakage. The sheath was not being used on the patient. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the brim cap, hemostatic valve and silicone ring were detached from the hub, additionally the brim cap was broken. A microscopic examination was performed, and presence of adhesive on the brim cap was confirmed, all the components were placed in the correct order, aside from the detachment of the components no other anomalies were found, the root cause of this issue could not be determined but it could be related to use of excessive force while manipulating the device, however, this could not be conclusively determined. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A device history record was performed, and no interal action related to the reported complaint were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).